Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The forceps returned used/processed showing wear and missing tip. There is blackening at the break site indicating that this started as a stress fracture and with continued use and cleaning it caused the metal to break down and eventually causing it to break. The complaint report has been confirmed; the root cause has not been identified as a workmanship or material deficiency. Device identifier: (B)(4).

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Sus voluntary event report foi for manufacturers (mw5084508) received on 19mar2019 for product ID 105141, crile fcps 6-1/4 cvd mirror with the following information: on (B)(6) 2019, a nurse reported that an approximately 5mm portion crile artery forceps (6 1/4) curved clamp tip (1 tip), was identified to be missing at the conclusion of an unspecified procedure. The device was in contact with the patient and no obvious, immediate injury was observed. It was reported that a surgical delay (several minutes) occurred to perform an intra-operative x-ray to identify any potentially retained metallic bodies and for removal of the broken portion of the instrument. No impact to the patient. The patient status after the procedure was stable and recovering from the surgery.